Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance measurements. Additionally, oversensing on the right ventricular channel was observed, leading to pacing inhibition. Further evaluation of the system was discussed. At this time, this device remains in service. No further adverse patient effects were reported.